Event description:
A malfunction was reported on the pump, displaying a non-resettable malfunction code of malf 13. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.